Event description:
During an in clinic follow-up, dislodgement of the right ventricular (rv) lead resulting in a loss of capture, oversensing and inappropriate high voltage therapy was observed. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.